Event description:
On august 2, 2018 we received a complaint, from (B)(6) medical center, stating that the couch removal plan moves from the position selected by the user. The customer alleged this is to be a safety issue. This situation was determined to be the same as pinn00027109 (a known non-safety related defect from a complaint made by (B)(6) cancer center on (B)(6) 2017). Based on the allegation of a safety issue by uh cleveland medical center and recommendation of philips application support engineers, a special defect management committee meeting was held to discuss defect pinn00027109 (a known defect from a complaint made by (B)(6) cancer center on (B)(6) 2017). During this meeting, based on new information, from the uh cleveland medical center complaint call and investigation it was decided that the defect severity should be changed from severity 4 to severity 3. In this instance, the severity 3 is a safety-related severity 3; this is not a severity 3 due to a lack of a work-around.